Manufacturer narrative:
G4 - additional premarket / 510(k): k162350.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified renal artery. A 4.0mmx15mmx135cm (4f) sterling was advanced for dilation. During first inflation at 6 atmospheres, the balloon ruptured. The device was removed without issue, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.